Event description:
Boston scientific received information that this device exhibited atrial noise and oversensing with a unipolar lead; it did not result in any pacing inhibition. At a generator change-out for normal battery depletion, the physician encountered stuck set screws resulting in the leads being stuck in the header. The physician removed the right atrial (ra) and right ventricular (rv) leads by tugging on them, but the leads became compormised and the conductors were exposed. Suture sleeves were used to cover the exposed conductor areas and the leads were surgically abandonded and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection of the header and lead barrels noted no irregularities. All four set screws moved freely, and an is-1 lead was inserted and retracted without difficulty. Microscopic inspection of the header showed signs that the leads were fully inserted. The seal plugs were removed to perform visual inspection of the set screw hex slots and capture washers. No anabolies were noted, and the capture washers were not bent outward. With analysis there was no evidence of set screw issues. Detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.